Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-2329; (lot: 0011640781); product type: 0195-heart valves; implant date n/a; explant date n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, pre-implant balloon aortic valvu loplasty (bav) was performed using a 23 millimeter (mm) non-medtronic (z-med) balloon. Prior to deployment, the valve was recaptured two times due to the valve being positioned too deep. The deployment starting point was mid pigtail catheter. During deployment, the valve was positioned at a depth of 3mm. Upon final release, the valve dislodged from the non-coronary cusp (ncc) into the left ven tricular outflow tract (lvot). Following dislodgement, the valve was positioned at a depth of 8mm. During release of the valve, left bundle branch block (lbbb) occurred. Following the procedure, first degree atrio-ventricular (av) block and complete left bundle branch block (lbbb) were observed. No treatment was reported. A permanent pacemaker was not implanted. Per the physician, it is believed that the valve dislodge was directly related to built up energy in the self-expanding valve just prior to release, and the valve not having the ability to release that energy slow enough as it was released from the delivery catheter system (dcs). It was reported that the valve dislodgement was attributed to both the valve and dcs. The dislodged valve was reported to be functional in the patient. No intervention was reported. No adverse patient effects were reported.